Event description:
The customer reported that on 10/15/97 vasoseal was used following a diagnostic catheterization procedure. The physician had three sticks into the cfa to gain access. There was a slight ooze at the cath site but pt was discharged same day. One week later, the pt was diagnosed with a pseudoaneurysm that required ultrasound guided compression.